Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was unknown. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field. The customer did not report motor position encoder error alarm. Customer stated that there was an e something alarm but he is not sure what I was. Customer was advised continue troubleshoot on motion sensor test failure. The customer reported via phone call indicating that the insulin pump alarm motion sensor test failure. Customer's blood glucose at time of incident was unknown. The customer was unable to perform displacement test because of the alarm. Customer was advised the pump will need to be replaced. Customer was advised to refer to backup plan.

Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime and displacement tests. The pump was received stuck in a motor error alarm loop during the bolus delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the unexpected restart, occlusion or excessive no delivery alarm tests due to the motor error alarm. The displacement test functioned properly. No motion sensor test failure or device software error alarms were noted. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip and minor scratches on the lcd window.